Manufacturer narrative:
All buttons functioned properly. No button error alarms noted. However, the insulin pump had moisture damage was noted on keypad traces during visual inspection. The insulin pump had a scratched display window noted. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump esc button is not working and they are scratches on the screen. Customer's blood glucose was 218mg/dl. Customer stated they are unable to read the display. Customer is concern about buttons not working properly. In addition, the insulin pump alarmed button error and it did not clear. Customer stated they do not have a backup plan, advised to contact health care provider.